Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open thoracic wedge surgery when they should fire the 5th firing with the ets stapler it was impossible to open it. They had to take a tct75 and fire it proximal to the ets stapler. Since it was an open procedure it went fine. The device will be sent in and there is some tissue between the jaws, since they can´t open it. Procedure was completed with same like device. Procedure was prolonged by 10 minutes.